Event description:
It was reported that balloon rupture occurred. A 1.2mmx15mmx142cm emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injury reported.